Event description:
It was reported that the healing collar (hc453) became loose. Tooth location 26.

Manufacturer narrative:
One zimmer healing collar was returned for inspection. A visual inspection revealed wear on the threads and internal drive feature, indicating use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes healing abutment loosening, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. It is clear from the package drawing under pd-hc453 rev a that the device is not damaged at the threads. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: UDI number: (B)(4).